Event description:
Information was received that a smiths medical ventilator was not labelled as MRI compatible. The packaging is labelled as MRI conditional, however the product itself is not labeled as MRI compatible.